Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Healthcare professional additionally reported left side hole nonspecific via an rga form.the device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Healthcare professional additionally reported left side hole nonspecific via an rga form. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Healthcare professional additionally reported left side hole nonspecific via an rga form.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the anterior side assessed as a surgical impact opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.